Event description:
Report received from the USA stating that the device has a "hole in the hose." The event was not related to surgery. There were no injuries reported. The date of the event was not reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and met specs. There were no holes or leaks detected therefore, the event was not confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).